Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for procedural complication since the sample was not returned for evaluation. As noted in the complaint description, the cause of the event was due to improper use of the device. The complaint describes that the customer and the staff at the facility have been retrained on the device and the customer does not believe the cause was due to a device failure. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved tr band caused a patient to have wrist pain while traveling from neuro ir to or arriving in neuro ICU. At this point, leadership believes air was removed from the tr band instead of added as it possibly should have been based on staff interviews, and band was subsequently removed, and manual pressure held on radial puncture site. Endovascular staff has been retrained. Hospital did not express any thought that the situation was due to any failure of the device to perform, and felt training was the corrective action. Fasciotomy of the hand was performed to address the issue. The patient was stable post-surgery. The fasciotomy was successful.